Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump wasn't working. She inserted a new battery and the device alarmed battery out limit. The customer's blood glucose was 305 mg/dl. Assistance was provided to clear the alarm and customer's mother stated the battery was out of the device greater than the duration allowed. She then mentioned the customer blood glucose went up to 467 mg/dl because he was off the device and treated with manual injections. Customer's mother also mentioned the device was exposed to water, as the customer had jumped into the pool. His blood glucose was 156 mg/dl. Troubleshooting was performed and the device is being replaced due to fluids under the lcd display. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.